Event description:
It was reported that the right ventricular (rv) lead had dislodged. During an interrogation, the lead testing was normal. However, a chest x-ray was performed and found the right atrial (ra) lead had dislodged. During the ra lead repositioning, it was discovered that the rv lead had pulled back and all lead slack was lost. Both leads were repositioned. No additional adverse patient effects were reported.